Event description:
This ra lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that noise and no capture noted on the atrial lead. Inappropriate mode switch also noted. Patient was not dependent in the atruim. Impedance measurement changes in the atruim noted with instrinsic amplitude drop to 0.9mv. The following physician was dr. (B)(6) of (B)(6) in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).